Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a shoulder joint repair procedure, after the insertion site was prepared with a 3.0 mm matching driller and cleared of all debris, the q-fix suture anchor fell off from the bone when tightening the suture. Surgery was completed with a smith and nephew back-up device, used in an additionally drilled hole. There was a surgical delay of less than 30 minutes, and no further complications were reported. The patient's status is fine.

Manufacturer narrative:
H11: internal complaint reference case- (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor has been deployed and flared. It is still attached to the sutures which run through the insertion cannula to the cleat. The cleat is not fully extended. Bio debris is present. A functional evaluation showed that the driver was not fully turned and locked but was able to be completed during the evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ( (1) incorrect bone hole preparation (2) bone hole not clear of material or (3) excessive force during use). Based on this investigation, the need for corrective action is not indicated.